Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now before and after a battery change. Customer also indicated that the alarm occurred less than 10 hours from a low battery alarm. Customer's blood glucose was 108 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump passed the full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The power management parameters graph has confirmed power system error, low battery alarm and replace battery now was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance on the j6 printed circuit board assembly. After disconnecting and reconnecting the internal battery connector on the j6 printed circuit board assembly. The insulin pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at the select button, fading serial number label scratched case and keypad overlay texture damage.